Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderately tortuous anatomy, moderate aortic neck angulation and no calcification. It was reported that the device was placed slightly low, however, there was no endoleaks present on final angiogram. Two days post stent graft implant, the CT demonstrated a slight type I endoleak. MDR the physician elected to place one aortic cuff, and during the placement, the aortic cuff was placed to high covering the renal artery about 50 percent. MDR the physician implanted a bare metal stent in the renal artery. No add'l clinical sequelae were reported and the pt is fine. The pt is fine.

Manufacturer narrative:
.